Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect intact pth (ipth) result of >3000 pg/ml was generated for a (B)(6) year old female patient on (B)(6) 2018. The result was reported by the technician without retesting to confirm the elevated result. The result was questioned by the clinician because it did not match the clinical picture. The patient was redrawn on (B)(6) 2018 and the architect intact pth result was 74.8 pg/ml. The sample from (B)(6) 2018 was then retested generating a result of 73.4 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.